Manufacturer narrative:
(B)(4) (B)(6). When the scroll compressor temperature reaches 80 °c (measured by the temperature sensor, 0206-00-0734), the cardiosave system will automatically go into stand-by and therapy will stop. An alarm will display on the screen, ¿system over-temperature¿ in addition to an audible alarm. As the temperature of the compressor drops below 80 °c, the system can be restarted without the need of any maintenance and or repair intervention. It does require power down and power up to restart the therapy. The scroll compressor adjusts its rpms to meet the demand of the therapy. Higher demand will lead to high rpms which eventually causes the scroll compressor to heat up. Additionally, if the airflow around the cardiosave device and the vents are blocked, then the internal temperature of the device can significantly increase leading to temperature excursions and alarms. The components that can lead to the condition of system over heat alarm are as follows: mufflers, drive regulator, vacuum regulator, scroll compressor, temperature sensor, motor control pcba, fan, power supply monitor pcba.

Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was no patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that replaced parts according to fsca ID 356 system over temperature. Product passed all functional and safety tests per manufacturer specifications.